Event description:
Reportable based upon analysis completed on (B)(4) 2013 it was reportable that during preparation for a stenting treatment procedure a shaft leak occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left iliac artery (lia). During preparation, outside of the patient a 9x18x75mm 6f wallstent rp was flushed with heparinized saline. A leak was noted at the mid portion of the shaft. The wallstent rp was exchanged and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. Analysis of the returned device revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: examination of the returned device revealed that the stent was fully mounted. A visual and tactile examination of the shaft of the device noted that it was severely kinked at 60mm distal to the t-bar connector and partially broken at 25mm distal to the t-bar connector. The break is consistent with the end of the stainless steel shaft. During an attempt to flush the device it was noted that liquid was leaking from where the shaft was partially broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).